Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 23mm trifecta valve was implanted secondary to aortic valve stenosis. On (B)(6) 2015, an echo showed a well-seated trifecta valve with mild thickening of the aortic cusps; however, due to limited echo windows cuspal motion was difficult to discern; additionally, mild aortic regurgitation from an unknown origin was noted on color flow doppler. Echo findings were determined to be insignificant change compared with a study from (B)(6) 2013. By (B)(6) 2015, severe aortic stenosis, moderately-severe aortic insufficiency and a moderate paravalvular leak were present. On (B)(6) 2015, the physician implanted a 23mm non-sjm tavi valve inside the trifecta valve as the patient was considered a high surgical risk.